Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced a signal artifact monitoring (sam) episode. The episode was noted to have right atrial (ra) ring to can impedance measurements that were low out of range, registering at less than 100 ohms. This low impedance reading prompted the device to switch vectors, now utilizing the right ventricular (rv) lead. Technical services (ts) reviewed the event and suggested that the low impedance could indicate a potential issue with the insulation of the ra lead, given the lifespan of the lead and the recent replacement of the crt-d. The current ra impedance measurement is around 330 ohms. Ts recommended continued monitoring without immediate patient recall, advising to be vigilant for a possible continuing downward trend in atrial impedance, which would further indicate insulation degradation. This crtd remains in service. No adverse patient effects were reported.